Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse-lead hipot test and an insulation resistance test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed the hipot and insulation resistance tests. The cause for the failure was isolated to a short on the distribution node pca board. The shrink tubing came loose from one of the pulse wires, causing the short. The root cause for the loose shrink tubing could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.